Manufacturer narrative:
(B) (4): results: (death).

Event description:
The patient had one lesion treated. One endeavor sprint rx drug-eluting stent implanted to prox lad during index procedure. Patient was asymptomatic at 1 month, 6 month and 1 year follow-up. Approximately 18 months post index procedure, investigator reports patient's death. Investigator classified death as a non-sudden, cardiac death. Cause of death is reported to be due to a heart attack. Investigator indicated event was not related to the study stent.